Event description:
It was reported that the patient presented in the clinic and it was noted that the right ventricular lead exhibited high thresholds. The patient experienced diaphragmatic stimulation. The lead had dislodged and the physician suspected that the lead had perforated the patient. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).